Event description:
Follow up information identified the patient continues to experience pain at the ipg site. It was determined that the patient's parograms were causing the abdominal stimulation and x-rays were ordered.

Event description:
It was reported the patient is experiencing pain at the ipg site regardless if the stimulation is turned on or off. Follow up information identified the patient underwent surgical intervention to revise the pocket site.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.